Event description:
Manufacturer reference number: 2017865-2021-27368. It was reported that the patient developed a pocket infection. The entire system including the pacemaker and right ventricular lead was extracted. The patient was asymptomatic.

Manufacturer narrative:
Correction: d9 ¿ should have been selected no, the lead was not available for evaluation. It was incorrectly selected in previous report.